Event description:
Customer allegedly received the following results, with two different nano meters, within 10 minutes: 359 mg/dl, hi, and 247 mg/dl (meter 1) and 198 mg/dl and 317 mg/dl (meter 2). Customer also allegedly received the following results, with two different nano meters, within 10 minutes: 153 mg/dl and hi (meter 1) and 210 mg/dl and 237 mg/dl (meter 2). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).